Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was unresponsive, preventing unlocking despite restarts and cleaning, and the home screen displayed but would not accept touch input; the issue was consistent with an unresponsive key/button and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.